Event description:
Transverse graftotomy was performed. Thick, adherent clot was encountered. A #4 fogarty catheter was placed distally down to popliteal artery w/o meeting any resistance. Catheter was pulled back w/ balloon inflated. Balloon hit an area at 18-20 cms from graftotomy & balloon broke. This happened several times, even though balloon was minimally inflated. There was no resistance to pulling balloon when it popped. This was attempted 2 more times. Then fogarty cath was placed down distally & sequentially, going further down majority of clot in graft could be moved but cath could not be passed down beyond 20-cm point. When it was passed down to 20 cms, cath got stuck & had to use excessive force to pull cath out. When doing so, tip of cath was gone. Attempts to pass a fogarty cath down below this level & retrieve it were unsuccessful. Attempts were made to open up graft above & this was not successful. Only a trickle of flow could be obtained, using similar cath & techniques. Because of thrombus being so adherent & difficult to remove,inability to open up any inflow, & needing to extend graft down to popliteal artery below knee, entire graft was replaced. When popliteal artery below knee was exposed through extending incision below knee, there was significant bleeding which signifies vessel was ruptured either by cath or perforated by cath or that dr inadvertently pushed it into a dissecting plaque. Tibioperoneal trunk & anterior tibial artery were isolated from surrounding structures, using sharp & blunt dissection. This was quite difficult because significant inflammatory tissue around this area. There was significant back-bleeding from these vessels & significant blood was lost during this portion of procedure. Pt was given 5000 units of heparin to prevent peripheral distal intravesicular thrombosis. Once these vessels were dissected out, popliteal artery was inspected and there was a large rent in popliteal artery. It was debrided back to good quality artery which there was not much of & 8-mm externally-reinforced gore-tex graft was sewn into this large patch of popliteal artery using 6-0 prolene. After graft was removed, previously-done anastomosis was used as a patch, then spatulated open, finding a large adherent thrombus completely occluding ostium except for a hole that appears to be size of cath that had previously been placed up graft. There was a misestimation in positioning of rings & a short segment of graft below knee w/o rings was resected in order to make sure graft was behind knee. Pt. Tolerated procedure well despite not getting any blood. Postop hct=24. At time of dictation there is still no crossmatched blood available, should pt become hypoxic they will give blood taking reaction precautions. Ebl 1000cc.